Event description:
It was reported that the patient faced an infusion set fell off event during use on (B)(6) 2026. The infusion set was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.